Event description:
It was reported that during a hysterectomy, the manual activation of the shears did not work and the foot activation. There was no patient consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.